Event description:
Unomedical reference number (B)(4). Event occurred in the united states. . The patient's father reported that his (B)(6)-year-old son's infusion set site attachment to the tubing was loose. Therefore, he had connection issues with his infusion set site and tubing. No further information available.